Event description:
Healthcare professional reported left side exchange of textured devices due to patient's concern with product and deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: opening on radius, crease fold and black particles in the shell. Leak test and microscopic analysis was performed which identified: striated opening on radius and sharp opening on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: striated opening assessed as surgical damage. A sharp opening on posterior assessed as an unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.